Event description:
Customer reported the system is displaying a "black spray artifact". No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera. System operates as intended.